Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 304000 lot 180319 to investigate for this record. A review of the device history record revealed no irregularities during the manufacture of the reported lot. As a result, bd was unable to verify the reported issue or determine a definitive root cause. With the available information provided, bd understands a defective hub connection issue took place. Based on our experience, this issue could be possible because of a defective connectivity due to a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices. No corrective actions are required at this time.

Event description:
It has been reported that the bd microlance¿ needle has been found with the needle separating from the syringe during use. The following has been provided by the initial reporter: when the syringe was injected, it detached, by pressing the liquid, from the needle, in an" explosive "way, discharging the contents completely.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd microlance¿ needle has been found with the needle separating from the syringe during use. The following has been provided by the initial reporter: when the syringe was injected, it detached, by pressing the liquid, from the needle, in an" explosive "way, discharging the contents completely.